Manufacturer narrative:
Malfunction of device confirmed by obtaining detailed information from the customer during the conference call. The system lock up occurs when opening a rapid access drawer while the medication search window is open. The lock up is alleviated upon pressing the power switch to reboot the device and returned to normal functionality. During the lock up condition, the minidrawers that typically are used to store controlled medications and anesthetic agents are inaccessible. This inaccessibility of certain critical medications may cause a delay in medication therapy to the patient. Cardinal health pyxis products issued a voluntary recall of the pyxis anesthesia system 3500 with notification to the FDA on august 17, 2007. A follow up report will be sent outlining corrective action and root cause analysis of this malfunction. Patient information requested and all available information is included.

Event description:
During customer conference call that was scheduled to inform them of the pas3500 voluntary recall, customer reported that in 2007, the asys system in their facility locked up as described prior regarding the voluntary recall. Customer was able to reboot the system and restore it to full functionality as noted in testing. Scenario encountered was consistent with scenario 1 on the customer troubleshooting guide. The customer reported no patient harm or compromise related to this lock up.